Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that no sound was coming from the avalon fm50 fetal monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the reported issue could not be replicated as sound was coming from the device. Alarms were reviewed and no error messages regarding a speaker issue were seen. The speaker and the mainboard were replaced for precaution and the device was returned to the customer. Further relevent information was requested like the device report and alarm history of the device, before any part was replaced, but none could be provided. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The exact cause for the reported issue could not be established. The speaker and mainboard were replaced for precaution and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
It was reported that no sound was coming from the avalon fm50 fetal monitor and no inop was displayed at the time of the event. The device was in use on a patient. There was no report of patient or user harm.